Event description:
Bayer case number: (B)(4) skin rash [skin rash] , lesion located on the vulva. [Vulval lesion] , hormonal acne [hormonal acne] , eczema [eczema] , polyarthralgia [polyarthralgia] , joint pain [joint pain] , headaches [headache] , cervicobrachial neuralgia [cervicobrachialgia] , discopathies at the c4-c5 and c5 c6 levels [cervical discopathy], toxicological tests which revealed a level of selenium exposure at risk [heavy metal poisoning], asthenia [asthenia], dizziness [dizziness], difficulty concentrating [concentration impairment], metallic taste in her mouth [taste metallic], vertigo [vertigo]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of rash ("skin rash") and vulval disorder ("lesion located on the vulva.") In an adult female patient who had essure inserted (lot no. D72015) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of nulliparous. On (B)(6) 2016, the patient had essure inserted. Essure was removed on (B)(6) 2025. On unknown date she experienced rash (seriousness criterion intervention required), vulval disorder (seriousness criterion medically important), acne (" hormonal acne"), eczema ("eczema"), polyarthralgia ("polyarthralgia"), joint pain ("joint pain"), headache ("headaches"), cervicobrachial syndrome ("cervicobrachial neuralgia"), intervertebral disc disorder ("discopathies at the c4-c5 and c5 c6 levels"), metal poisoning ("toxicological tests which revealed a level of selenium exposure at risk"), asthenia ("asthenia"), dizziness ("dizziness"), disturbance in attention ("difficulty concentrating"), dysgeusia ("metallic taste in her mouth") and vertigo ("vertigo"). The patient was treated with surgery (bilateral salpingectomy with bilateral interstitial resection and vulvar excision). At the time of the report, the joint pain, headache, asthenia, disturbance in attention, dysgeusia and vertigo had resolved. The outcomes for rash, vulval disorder, acne, eczema, arthralgia, cervicobrachial syndrome, intervertebral disc disorder, metal poisoning and dizziness were unknown. The reporter considered acne, joint pain, polyarthralgia, asthenia, cervicobrachial syndrome, disturbance in attention, dizziness, dysgeusia, eczema, headache, intervertebral disc disorder, metal poisoning, rash, vertigo and vulval disorder to be related to essure administration. The reporter commented: since the essure were inserted, she experienced various symptoms for which she was under medical monitoring. According to patient, essure could be the cause of the following symptoms: -asthenia -difficulty concentrating -diffuse joint pain -dizziness -headaches -acne -eczema -metallic taste. Diagnostic results (normal ranges are provided in parenthesis if available): [heavy metal test] on (B)(6) 2025: revealed a level of selenium exposure at risk, and levels of exposure. Requiring monitoring for lead, copper, mercury, uranium, tin and arsenic [histology] (date unknown): lesion was benign, slightly thickened and inflamed, with no signs of malignancy. [Hysterosalpingogram] on (B)(6) 2016: revealed tubal impermeability. [Magnetic resonance imaging head] on (B)(6) 2025: no abnormalities. [X-ray] on (B)(6) 2021: revealed no osteoarticular lesions. Case comments: a technical investigation will be conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4) skin rash [skin rash], lesion located on the vulva. [Vulval lesion] , hormonal acne [hormonal acne] , eczema [eczema] , polyarthralgia [polyarthralgia] , joint pain [joint pain] , headaches [headache] , cervicobrachial neuralgia [cervicobrachialgia] , discopathies at the c4-c5 and c5 c6 levels [cervical discopathy] , toxicological tests which revealed a level of selenium exposure at risk [heavy metal poisoning] , asthenia [asthenia], dizziness [dizziness] , difficulty concentrating [concentration impairment] , metallic taste in her mouth [taste metallic] , vertigo [vertigo] . Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of rash ("skin rash") and vulval disorder ("lesion located on the vulva.") In an adult female patient who had essure inserted (lot no. D72015) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of nulliparous. On (B)(6) 2016, the patient had essure inserted. Essure was removed on (B)(6) 2025. On unknown date she experienced rash (seriousness criterion intervention required), vulval disorder (seriousness criterion medically important), acne (" hormonal acne"), eczema ("eczema"), polyarthralgia ("polyarthralgia"), joint pain ("joint pain"), headache ("headaches"), cervicobrachial syndrome ("cervicobrachial neuralgia"), intervertebral disc disorder ("discopathies at the c4-c5 and c5 c6 levels"), metal poisoning ("toxicological tests which revealed a level of selenium exposure at risk"), asthenia ("asthenia"), dizziness ("dizziness"), disturbance in attention ("difficulty concentrating"), dysgeusia ("metallic taste in her mouth") and vertigo ("vertigo"). The patient was treated with surgery (bilateral salpingectomy with bilateral interstitial resection and vulvar excision). At the time of the report, the joint pain, headache, asthenia, disturbance in attention, dysgeusia and vertigo had resolved. The outcomes for rash, vulval disorder, acne, eczema, arthralgia, cervicobrachial syndrome, intervertebral disc disorder, metal poisoning and dizziness were unknown. The reporter considered acne, joint pain, polyarthralgia, asthenia, cervicobrachial syndrome, disturbance in attention, dizziness, dysgeusia, eczema, headache, intervertebral disc disorder, metal poisoning, rash, vertigo and vulval disorder to be related to essure administration. The reporter commented: since the essure were inserted, she experienced various symptoms for which she was under medical monitoring. According to patient, essure could be the cause of the following symptoms: -asthenia -difficulty concentrating -diffuse joint eczema -metallic taste. Diagnostic results (normal ranges are provided in parenthesis if available): [heavy metal test] on (B)(6) 2025: revealed a level of selenium exposure at risk, and levels of exposure. Requiring monitoring for lead, copper, mercury, uranium, tin and arsenic [histology] (date unknown): lesion was benign, slightly thickened and inflamed, with no signs of malignancy. [Hysterosalpingogram] on (B)(6) 2016: revealed tubal impermeability. [Magnetic resonance imaging head] on (B)(6) 2025: no abnormalities. [X-ray] on (B)(6) 2021: revealed no osteoarticular lesions. Batch number- d72015; expiration date- 2018-03-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analysis of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 02-apr-2026: quality safety evaluation of product technical complaint. Case comments: a technical investigation was conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.